Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. The tubing sets were being used to deliver unspecified volumes of normal saline, at rates between 100ml/hr and 999ml/hr, via plum pumps. After an unspecified length of time, it was reported that unspecified volumes of air bubbles were noted above and below the cassettes of the tubing sets. The customer contact reported that after the air bubbles were noted, the deliveries were stopped and the air bubbles were removed from the tubing sets from either the secondary ports on the cassettes or the distal clave y-sites. No air was delivered to the patients. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
A device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.